Event description:
It was report intermittent occlusion alarms occurred. The customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use. The customer went to the emergency room and subsequently hospitalized with a blood glucose level of 450 mg/dl on (B)(6) 2025. The customer attempted to troubleshoot with supply changes, however was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on with no permanent damage and issue resolved on (B)(6) 2025. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.